Manufacturer narrative:
H3 and h6: a philips authorized third party field service engineer (fse) contacted the customer biomedical engineer (biomed). The biomed stated an older patient came from another medical institution (helsehus) with stomach pain. The patient was received in the emergency department in the hospital for supervision by surgical doctor. The patient was admitted in usual fashion, and it was discovered that the patient has irregular high pulse (atrial fibrillation) reaching up to 160 bpm. Routinely, an ECG is taken of the patient, and there is given treatment to reduce hearth rhythm. The patient was connected to a philips intellivue mx450 with all vital parameters and storage on the surveillance central station (pic ix) and export to electronic medical records system. The patients health was not deemed critical, and there was no expectation that it would worsen. Alarms on vital parameters were deactivated; it is not known why. After some time there was another checkup on the patient, the patient were no longer alive." The alarm audit log from the pic ix was sent to the manufacturer for analysis. The customers biomed tested the intellivue mx450 and the monitor worked as specified. The central station (pic ix) alarm log files were forwarded to the responsible product support engineer and r&d department for further investigation, and it was confirmed that several alarms had been turned off: the investigation of the piic ix and the intellivue x2 handled in an separate complaint. There was no product malfunction; this is considered a user issue, as the alarms had been turned off. The device remains at the customer site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that on (B)(6) 2020 around a failure to alarm from the intellivue mx450. The patient died.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2020 around a failure to alarm from the intellivue mx450. The patient died".